Event description:
Contact reported that the fixation rod broke postoperatively. A revision procedure was performed and the hardware removed, and add'l fixation devices put in place. As surgical intervention occurred an MDR is being filed to document this event.